Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a shorted c1 transistor on the bedside pca. The root cause for the shorted c1 transistor could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.